Event description:
The customer reported that fluid leaked from the coulter act diff 2 analyzer when rubber stopper for the normal control was pushed down into the vial by the probe. The customer used sterile tweezers and was able to remove the stopper and replace it in the vial with no spillage. Suspect problem with probe. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) realigned probe to resolve leak. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).